Event description:
A customer reported receiving an error 6 (663) message on his adc meter. The customer reported "he was walking when he started to feel symptoms, and went to his mother's job because he was unable to check his blood sugar because the meter kept showing error 6, so that's when his mother rushed him to the emergency room." The customer reported experiencing symptoms of "dizziness, frequent urination, rapid heartbeat, dehydration and nausea." The customer was taken to the emergency room by his mother, and diagnosed with hyperglycemia and diabetic ketoacidosis (dka). Treatment provided at the hospital was reported as "sodium chloride, potassium, lantus insulin, humalog insulin and unspecified tablets" (the customer was unsure of the name of the tablets given to him at the hospital.) There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown.